Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip,mdl 2120, under infused. It was reported the pump did not infuse the medication, however the system indicated the residual volume was empty. No adverse patient effects were reported. No additional information is available at this time.